Event description:
Boston scientific received information that during the implant procedure, when this right ventricular lead was inserted into the non-boston scientific device header, this lead did not fit into the header of the device. A further attempt with another non-boston scientific device was also unsuccessful. The lead could not be advanced far enough into the device header. X-rays were taken of this issue. Finally a non-boston scientific shock lead was successfully inserted into the device header. This lead was removed and will be returned for analysis. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt, initial analysis was performed revealing the distal high voltage cable is fractured at 30.2 mm from the terminal pin and the distal side of the fracture is at 34.0 mm from the terminal pin. Further analysis will be performed to determine the root cause of this fracture.

Manufacturer narrative:
Further detailed analysis was performed. The cable wires revealed evidence of cracks typically seen on wires of the cable that are bent. Analysis concluded this likely occurred as a result of the lead bent multiple times when the lead was inserted into the device header during the implant. Set screw marks on the terminal pin indicate that the lead had not been fully inserted into the device header. The lead terminal area measures in specification. This suggests that a manufacturing issue with the lead itself did not contribute to the allegation of insertion difficulty and the fracture was induced during the procedure.